Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that something hit against the pump, and the touch screen became shattered and unresponsive. It was also reported that an unspecified malfunction alarm occurred. Customer's blood glucose level was 150 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.